Event description:
During laparoscopy case, dr & staff noticed something fall from trocar sheath into pt via scope. It was noted where it was. Dr. Decided not to retrieve item at that time. After much examination/visualization through laparoscopy, dr decided to retrieve item which was a piece of "o" ring to trocar sheath, that was now not known where in abdomen. Pt had complications of female organs besides lost piece, / second surgeon called in for consult on physical findings. It was determined to open pt's abdominal cavity for more extensive surgery. At that time abdominal cavity was searched and piece of trocar sheath was found and retrieved and sent to lab pathology for identification.